Event description:
Updated summary: customer reported having a low blood glucose. Customer alleged the insulin pump had an unplanned automatic infusion of 24u on (B)(6) 2024. The nurse suspended the insulin pump. Customer was treated with a type of sugar at the hospital. Customer's blood glucose had recovered by noon. Insulin pump was used within 48 hours of the low. Customer will discontinue the use of insulin pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported hypoglycemia, hypoglycemia treated with ems/ambulance/ER visit, glucose/carb intake. The event involved product(s) mmt-712ews. Troubleshooting was performed. Customer stated that the pump was over delivering. No further patient complications were reported. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Possible over delivery anomaly not confirmed. There was no data available in june 2024 in the pump history file. Unable to verify unexpected 24-unit delivery in the pump history file due to no data available. However, the pump was monitored for 2 days. No unexpected bolus delivery anomaly or basal delivery anomaly noted. The daily totals for each day was 0.00u. The following were noted during visual inspection: cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. The pump was unable to upload on carelink, problem isolated to the electronic assembly. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 03-jun-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 03-jun-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. No current code/category unknown (unexpected 24-unit delivery was unknown). No current code/category confirmed (unable to upload on carelink confirmed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.